Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to vegetation on the lead and possible infection. No additional adverse patient effects were reported. This rv lead was explanted.